Event description:
Our rep is reporting to us that the facility reported to him that there was an event during a procedure in which a competitor's shaver console, smith and nephew (B)(4), malfunctioned and caused a small fire within it's console box. The s&n shaver handpiece, (B)(4), also malfunctioned; this became evident when the handpiece became hot to the touch. The interface cable used to connect the console and the shaver is a mitek fms interface cable, catalog #282003 (B)(4). At this point, because of safety concerns, it was decided to take whatever necessary means appropriate to nullify the situation. They are reporting that there was no pt harm or consequences. This is all of the info that the user facility has made available. Although we do not believe that our interface cable is responsible in any way, it was integral in the set up, and so as measure of do diligence it is being returned here to mitek for a complete evaluation.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.